Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-08087). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a rapid decline in battery voltage was noted. Device remains implanted and is being monitored remotely until eri is reached. Patient condition is fine. The device was explanted and replaced. Patient condition was good.